Event description:
It was reported that cefepime cadd pump had a residual volume of about 88 cc. No beeping was reported overnight. Pump was programmed correctly. PICC line flushed easily with + br. Cadd taken out of service. No additional information available.